Manufacturer narrative:
(B)(4). Evaluation: method: (other) - lens work order search/medical review. Results: (other) - a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that the icl exhibited a high vault in this pt which was almost touching the endothelium of the cornea. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Surgeons are always reminded to measure the horizontal white to white under the microscope with a caliper, and confirm this with a steel ruler. Calipers may be bent, and could give a wrong reading. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the pt's vision. The most probable root cause of this event is an inaccurate wtw measurement and not a mismatch because of the pt's nystagmus which would create a mismeasurement with any electronic device. (B)(4).

Event description:
The reporter stated a micl 13.2mm implantable collamer lens was implanted in left eye. The lens was removed due to excessive vaulting. The icl was almost touching the cornea. The surgeon used the original incision but was enlarged to remove the icl. No suture was required. A shorter lens was implanted. Cause of this incident was due to the white measurement not matching. The reporter stated the pt has unusual eyes and pre-existing condition - nystagmus, the eye moving more left to right.